Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the insulation, the black cable, loss of fuel elements, and thermal damage could not be reconstructed. It is possible that there was instrument collision, but nothing fell into the patient and there was no injury or delay procedure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.